Event description:
Patient underwent a hammertoe correction procedure. While the surgeon was preparing site with broach, proximal phalanx was broken. Surgeon used kwire as final fixation without further issues. Patient is expected to have a full recovery.